Event description:
Reportedly, an iol was removed during an emergency procedure three weeks post-op, and replaced with another lens of the same model and diopter due to an alleged defect in the lens. The patient had mild slight double vision and lines were a bit crooked. Glasses were prescribed three months post lens exchange to mitigate the slight double vision. Additional information has been requested, and not received.

Manufacturer narrative:
The device was not returned for evaluation. The lot history, trend analysis, risk analysis, and directions for use were considered acceptable with the product performing within anticipated rates. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. Based on the information provided, a root cause could not be determined.